Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During papillotomy procedure, the cutting wire had separated. It was reported that the disconnection was from the scope side when the scope was inserted. Additionally, no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medical device problem code: (B)(4). The returned stonetome was analyzed, and a visual evaluation noted that the cutting wire was broken and kinked. The device was observed under magnification and the cutting wire was broken and kinked from the proximal pierced hole. The cutting wire was also blackened. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, kinked, and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been caused if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during procedure as per precautions of the device states. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity, which can cause a premature cutting wire fatigue, leading to break it. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to hit the working channel of the scope with the broken section, kinking the cutting wire. It is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.